Manufacturer narrative:
The console was repaired on site by the field service engineer (fse). The fse inspected the console, added coolant, verified cooling system operation, tightened key switch assembly. The fse also removed and replaced one blast shield optic, inspected fiber port and lens cell assembly with no visible damage. The fse verified all optical alignments on all four channels of the console. The console is in alignment. The fse verified output power and safety checks. The console works in accordance with boston scientific specifications. The console is operational and ready to use. Based on the service repair information, it is likely that the debris shield was damaged. Therefore, the reported allegation is confirmed. After the fse replaced the debris shield, the issue was resolved, and the console was within specification, and function as intended. It is probable that the damaged debris shield could have affected the device performance leading to the reported event. Based on the investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser console blew two blast shields. The fiber is now stuck on the laser after the second blast shield was blown. The patient had been sedated with general anesthesia, however, once the issue started and the laser was no longer functioning the procedure was aborted. This did not result in any bleeding issues, but the stones would not be busted up within the bladder. The console was checked the next day and no issue was found. The patient will be brought back in another day to finish the procedure. There were no patient complications reported.. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was repaired on site by the field service engineer (fse). The fse inspected the console, added coolant, verified cooling system operation, tightened key switch assembly. The fse also removed and replaced one blast shield optic, inspected fiber port and lens cell assembly with no visible damage. The fse verified all optical alignments on all four channels of the console. The console is in alignment. The fse verified output power and safety checks. The console works in accordance with boston scientific specifications. The console is operational and ready to use. Based on the service repair information, it is likely that the debris shield was damaged. Therefore, the reported allegation is confirmed. After the fse replaced the debris shield, the issue was resolved, and the console was within specification, and function as intended. It is probable that the damaged debris shield could have affected the device performance leading to the reported event. Based on the investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser console blew two blast shields. The fiber is now stuck on the laser after the second blast shield was blown. The procedure could not be completed due to this event. There were no patient complications reported. This event is being reported for procedure aborted after patient sedation/sedation unknown.